Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (narrow vessels). Evaluation conclusion: failure/lack of effectiveness related to patient condition (narrow vessels).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was 16-17mm in diameter and distally it was also 16-17mm in diameter. The femoral arteries were 4-5mm in diameter. The external iliac arteries were 4-5mm in diameter. It was reported that three days post implant the physician observed a possible occlusion within the stent graft on the right side. It was also reported that the stent graft was compressed around the flow divider. As secondary intervention was done to remove thrombus from the limb. It is unclear if the thrombus was within the stent graft or within the vessel. Bilateral stents were also placed just above the flow divider to prevent stent graft compression. The physician believes the narrow diameter of the patient's arteries was the cause of the occlusion and stent graft compression. No additional clinical sequelae were reported.